Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a hardware low level failure ( pump error 63 alarm). Troubleshooting was performed and the customer was able to clear the alarm successfully and did not receive a request to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self-test. No alarm anomalies noted during testing. Pump successfully downloaded to thump. Pump error 63 variable 15 was noted in the history download on (B)(6) 2024 at 12:35:37.00 due to two wire interface programming error. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected, and evidence of moisture damage on the pcba 1 was noted. The following were noted during visual inspection: pillowing keypad overlay, label damage (faded), keypad overlay texture damage, cracked keypad overlay, stained keypad overlay. In summary, customers alleged pump error 63 was confirmed in the history files due to a hardware error on the two wire interface. Exposed to moisture damage on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.